Manufacturer narrative:
Date of event: (B)(6) 2018. Date of report: 23aug2019. The manufacturer¿s field service engineer (fse) evaluated the unit while onsite and could not verify nav-ring failure. The manufacturer¿s field service engineer (fse) tested the machine and found it was fully functional. No repair was required. This MDR has been reassessed as reportable after a request from the FDA on march 1, 2019 to review complaints from 29 nov 2017 to 29 nov 2018. As this has been reassessed, it will appear to be a late MDR.

Event description:
The customer reported that the navigation ring (nav-ring) failed. There was no patient involvement.